Manufacturer narrative:
The reported event of high defibrillation impedance was confirmed. As received, a complete lead was returned in one piece. Visual examination observed bent lead body proximal to the suture sleeve tie impression. Electrical testing and x-ray examination showed the right ventricular conductor cables were separated/fractured in this area consistent with bending fatigue. The cause of the reported event was due to fractured right ventricular cables proximal to the suture sleeve tie.

Event description:
During a remote follow up, increased defibrillation impedance was observed on the right ventricular (rv) lead. X- ray imaging was performed; no anomalies were noted. The rv lead was explanted and replaced to resolve this event. The patient was stable.